Event description:
It was reported that the customer had lost his transmitter last night when he took it off at work. Customer's blood glucose level at the time of the incident was in the 400 mg/dl range. Customer treated with the pump. Customer removed the transmitter last night and cannot find it. Customer will have his warranty voided, so he can get a new transmitter. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.